Manufacturer narrative:
Batch review performed on 07 jun 2019: lot 154720: (B)(4) items manufactured and released on 20-oct-2015. Expiration date: 2020-10-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implants involved: gmk-sphere 02.07.1202l tibial tray fixed cemented size 2 l (k090988) lot 155596: (B)(4) items manufactured and released on 12-jan-2016. Expiration date: 2020-12-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0210fl tibial insert fixed sphere flex size 2/10 mm l (k121416) lot 154730: (B)(4) items manufactured and released on 04-jan-2016. Expiration date: 2020-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 4 months from the primary due to mid-flexion instability. The surgeon revised the femoral component, tibial tray, and poly. The surgery was completed successfully.